Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 6 months. The pump will not be returned as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented with altered mental status, and was diagnosed with a right intracerebral hemorrhage status post right craniectomy in (B)(6) 2017. The patient had residual paranoia and agitation as well as inability to manage lvad therapy. Care was withdrawn due to poor prognosis and the patient expired on (B)(6) 2017. It was reported that the lvad was functioning as expected. No additional information was provided.